Manufacturer narrative:
Unit received with no response form any button due to damaged keypad connector. Unable to perform displacement test due unresponsive buttons. Unit received with scratched case, pillowing keypad overlay and missing end cap. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had broke and whole bottom came off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.